Event description:
It was reported that during a vinci-assisted colorectal surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) the vio dv 2.0 integrated electrosurgical unit (erbe) power loss. The customer confirmed good ac power at the wall outlet. The customer swapped out the vision side cart. The surgeon continued with procedure robotically. The procedure was converted to another da vinci system no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The reported issue was confirmed. The complaint was confirmed based on failure analysis.